Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be due to challenging anatomy (restricted posterior leaflet, anterior redundancy, far medial prolapse and flail, and an extremely rotated heart). The reported poor image resolution was difficult to visualize due to patient anatomy (rotated heart). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+, restricted posterior leaflet, anterior redundancy, far medial prolapse and flail, and an extremely rotated heart. A mitraclip nt was implanted on the medial side of the valve. A second mitraclip nt was implanted lateral to the first clip. Following the implant of the second clip, a slda was observed on the posterior leaflet. It was noted that the slda occurred approximately 20 minutes after the clip had been implanted. Following the slda, contact between the implanted clip and the clip that was to be implanted occurred, and the mr returned. A mitraclip xtw was implanted lateral to the slda clip to stabilize. The procedure was completed with three clips implanted. The mr was reduced to 3-4. It was noted that in the physician's opinion, the slda was due to pre-existing anatomy. Difficulties visualizing the clip during the procedure occurred due to the rotated heart. To ensure sufficient leaflet capture, leaflet coaptation and insertion was performed during the procedure, and was satisfactory in all views. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.